Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-07294. It was reported the patient experienced inadequate relief and was unable to increase amplitude. Field representative met with patient to troubleshoot but reprogramming was unsuccessful due to several high and low impedances on lead contacts. X-rays were taken and did not reveal migration. As a result, surgical intervention may occur.

Event description:
Related manufacturer reference number: 1627487-2019-07294.

Event description:
Related manufacturer reference number: 1627487-2019-07294.

Manufacturer narrative:
(B)(4).

Event description:
Based on information obtained, the patient's leads were explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively. Issue resolved.

Manufacturer narrative:
Product received date entered. Investigation conclusion:the report of high impedance was confirmed. Analysis of the lead found a kink on the outer tubing where all internal wires were broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.